Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient was in the hospital and bedridden due to an unrelated fall that had injured the patient's knee. The patient developed an open sore on her back in the left scapula area. The irritation was open and weeping. The patient reported that her physician prescribed antibiotics and silver altravay for the irritation and it has since improved.